Event description:
The customer contacted stryker to report that their device charged up to 360j but when the shock button was pressed, the device would not shock during a patient event. The customer advised that the device was manually turned off and back on. Thereafter, the device was able to charge to 200j and successfully shocked the patient. This issue is patient related; however, the customer indicated there was no harm to the patient.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. The customer confirmed the device will not be returned to stryker for evaluation and has been removed from service. The cause of the reported issue could not be determined.